Manufacturer narrative:
One agilis introducer was received for analysis. The blue hemostasis cap had been fractured and detached from the white hemostasis hub. Microscopic inspection revealed evidence of cap welding inside the hemostasis cap and hub; both the cap and hub material had been fractured. The condition of the dilator snap-lock was consistent with the dilator having been inserted and locked at the sheath hub. The hemostasis cap inside diameter was consistent with manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported hemostasis cap detachment is consistent with damage during use.

Event description:
During the procedure, the hemostatic portion of the sheath came apart. The introducer was removed normally and another introducer was used to complete the procedure with no adverse consequences to the patient.